Manufacturer narrative:
Trackwise # (B)(4). The lot #25154545 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 19jan2021 and investigated on 19feb2021. A visual inspection of the device was conducted. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire and jaws. The silicone insulation on the cold jaw was observed to be peeled, with part of the silicone insulation being detached. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be slightly flexed due to clinical usage at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device, the reported complaint was confirmed for the reported failure "peeled; jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the jaws of hemopro were loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation on the jaws of hemopro were loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.